Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient sought medical attention after experiencing eye irritation in the left (os) eye. The patient was diagnosed with a marginal superior infectious corneal ulcer as well as corneal edema secondary to contact lens wear and prescribed maxitrol. Based on information received from the treating eye care practitioner, the patient was noncompliant to instructions for use and was habitually sleeping in lenses, wearing for thirty days continuously. The patient was seen for follow up four days later and the incident was fully resolved. Initial report sent to FDA and received by manufacturer, report number mw5077047. Additional details requested and received from eye care practitioner.